Event description:
It was reported the pt experienced a tingling sensation up and down her legs and low back after the trial lead was explanted. F/u info identified the tingling sensation resolved on its own and the pt is pending implantation of a permanent scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.